Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirted out of his insulin pump during the manual prime process. The patient's blood glucose at the time of incident was 187 mg/dl. Troubleshooting was initiated for the priming issue. The customer was not wearing the insulin pump during the anomaly. The customer was advised that liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. The customer was unsure if there was a gap between the piston and reservoir stopper during priming. Troubleshooting could not be completed as the customer did not follow the instructions that he was being given. No products were returned or replaced.